Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart and external ram crc error. Customer¿s blood glucose was 310mg/dl. Customer stated that insulin pump¿s screen was dark and foggy. Customer able to complete rewind. Customer performed troubleshoot but unexpected restart alarm occurred again. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart and external ram crc error alarm anomalies noted. (B)(4).